Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician calibrated the unit to verify performance and performed the 2k preventative maintenance on the unit. The service technician discovered the reported issue was due to a poor connection at the display molex connector. The service technician cleaned the contacts.

Event description:
It was reported to vyaire medical that the map was unstable. There was no patient involvement associated with this reported event.